Manufacturer narrative:
Zoll analysis of event from complainant's ECG report indicates that device performed appropriately. Analysis of wave form indicates that algorithm detected atrial activity, and therefore the device did not advise shock. While there were some irregularities in the pt's morpholgoy, the heart rate is regular at about 130-140 beats per minute. The unit has been evaluated by zoll's united kingdom facility. They have fully tested unit and have been unable to find any problems with its operation. Therefore, based on test results and our analysis of ECG report that was provided, zoll has no reason to believe that device failed to meet its performance specifications. The device has been evaluated by zoll's united kingdom facility. The device was fully tested. The reported failure to correctly analyze the pt ventricular fibrillation heart rate was not able to be duplicated. The technical service dept was able to duplicate the reported malfunction of device's failure to charge in manual mode. Pace/defib assembly was replaced and unit was returned to customer.

Event description:
Complainant alleged that the medics were attempting to analyze the heart rhythm of a 76 year old male pt in cardiac arrest with the device in semi-automatic mode. The complaint alleged that the device gave an inappropriate "no shock advised" message after analyzing a shockable rhythm. The medics then switched the device to manual mode and administered three 360 joule shocks to the pt. The pt subsequently expired. The complainant has indicated that the pt outcome was not related to the reported malfunction.